Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03835 pertains to the first speedband superview super 7 device, and manufacturer report # 3005099803-2017-03836 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got twisted together and failed to deploy. The same issue occurred with the second speedband device. There were no difficulty in setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the irrigation catheter, velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. The ligator head was returned in its original unopened plastic bag. The trip wire was bent in several locations, was partially rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly, irrigation catheter and the velcro strap. Based on the evaluation of the returned device, the complaint was not confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03835 pertains to the first speedband superview super 7 device, pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got twisted together and failed to deploy. The same issue occurred with the second speedband device. There were no difficulty in setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.